Event description:
It was reported that in the dialysis room one week after placement of the catheter in the patient's subclavian vein, the distal extension line became kinked. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).